Event description:
Per the clinic, the patient experienced repeated loosening of the abutment, leading to the decision to explant the device. The device was explanted on (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the fixture was in-situ at all times; not explanted as previously reported. The abutment has been removed on (B)(6) 2011, and the patient was reimplanted with a new fixture and abutment on the contralateral side during the same surgery. As per the patient's surgeon, the reimplantation was successful and the patient is progressing well. The device is not available for analysis. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).